Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a pump error and the alarm was not cleared by selecting ok button. The customer¿s blood glucose was 103 mg/dl. Customer inquiring about the status of the delivery of her insulin pump. The customer reported that they were able to clear and able to rewind the insulin pump. Customer reported that the insulin pump exposed to magnetic resonance imaging and insulin pump alarm again pump error and this time they were not able to clear alarm by selecting ok button. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest. Device was monitored and functioning properly. The motor was tested outside of the device and passed. Device monitored without the test energizer battery inside the battery compartment and reinserts it back into the battery compartment for less than 10 minutes and no unexpected pump error 23 alarm noted. (B)(4).